Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's for the freestyle lite meter and freestyle strips were reviewed, and the DHR's showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the freestyle lite meter and freestyle test strips. No trips were observed. If the product is returned, a final report will be submitted.

Event description:
A customer reported receiving an error message after strip insertion on her adc blood glucose meter on (B)(6) 2017 at 7:30 pm. The customer reported she couldn¿t test, and ¿felt shaky and couldn¿t swallow because her sugar dropped¿. The customer stated she was unable to verbalize what she needed to do, and her husband said she ¿wasn¿t making any sense¿. The customer¿s husband administered two glucagon injections to the customer. She was taken to an emergency room where she was diagnosed with hypoglycemia, and treated with ¿glucose¿. No readings were provided from the ER. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message after strip insertion on her adc blood glucose meter on (B)(6) 2017 at 7:30 pm. The customer reported she couldn¿t test, and ¿felt shaky and couldn¿t swallow because her sugar dropped¿. The customer stated she was unable to verbalize what she needed to do, and her husband said she ¿wasn¿t making any sense¿. The customer¿s husband administered two glucagon injections to the customer. She was taken to an emergency room where she was diagnosed with hypoglycemia, and treated with ¿glucose¿. No readings were provided from the ER. There was no report of death or permanent injury associated with this event.